Event description:
It was reported that the patient experienced system infection. The system was explanted and not replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.